Event description:
The customer reported to olympus the evis exera iii colonovideoscope flow is present but has issues. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was flow issues caused by foreign material clogging the nozzle that remained due to incorrect or insufficient reprocessing of the scope. Upon further inspection it was observed that the adhesive on the bending rubber was worn. It was also observed that the light guide lens was cracked due to a shock caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material from the obtained information. No detailed information was obtained regarding reprocessing steps by the user. The nozzle was not deformed. Therefore, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.